Manufacturer narrative:
Serial number could not be determined as the device's bar code had been removed.

Event description:
It was reported there was evidence of water spots near the control board. No pt involvement or adverse consequences were reported.